Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator was failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and could not be recovered. The field service engineer (fse) powered off the pyxis system, replaced the latch, and powered the system back on, which restored functionality. The remote manager issue was resolved, and the customer confirmed proper operation. Additionally, the fse performed preventive maintenance, the electronic compartment was cleaned and the keyboard was replaced. The system functioned as intended after field service engineer repaired the device.